Event description:
It was reported bradycardia occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx laa closure device was successfully implanted. After the procedure, the patient developed bradycardia. The patient was placed on a dopamine drip and monitored for an additional day. Two days post procedure, the patient was discharged in stable condition. The patient was taken off the medication and the arrhythmia has not reoccurred.